Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4): the lens was not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.

Event description:
Additional information received - the patient experienced a refractive surprise and the post-operative bcva was 20/40.

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that a toric iol was implanted in the right eye of this patient and a refractive surprise was noted. The iol was exchanged after 3 months which resolved the problem. Reporter states that the power was incorrect. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon implanted an aa4203tl toric silicone single piece lens on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to incorrect power. There was no patient injury, no enlarged incision or sutures. Another lens was implanted in the sulcus.

Manufacturer narrative:
Evaluation, method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).